Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur broke off inside the device. It is unknown if there were any adverse consequences and delays as a result of this event. No further information was provided.

Manufacturer narrative:
The attachment ((B)(4) lot 15225) and the partial bur subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken in the attachment. Investigation results for the attachment indicates that debris within the attachment may have prevented the bur from unloading properly, potentially causing the bur to break in the device.

Event description:
It was reported that the bur broke off inside the device. It is unknown if there were any adverse consequences and delays as a result of this event. No further information was provided.